Event description:
Customer's mother reported via phone, the insulin pump had a keypad anomaly. Customer's blood glucose was unknown. The act button had intermittent responds. Customer also mistakenly administered two boluses. Customer doesn't recall any significant events which may have caused the keypad issues. Customer did not agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.